Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis:three level olif (oblique lumbar interbody fusion) and posterior fixation procedure: posterior pedical screw fixation at t10-l5 it was reported that the tip of the feeler snapped off inside the pedicle during surgery. A fragment of the instrument remained in the lower thoracic of the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.